Event description:
It was reported that the customer was hospitalized for low blood glucose. The paramedics were called and found that the customer passed out on the floor. No additional information was provided at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.